Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue is confirmed because it was reported there was a break in aseptic technique by the customer described as they did not wear a mask and connected the bags before the hc was turned on. The assignable cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) was in the hospital and using his own homechoice (hc) for therapy, but the registered nurse (rn) who set it up may have compromised the cassette. The caregiver (cg) and the home patient (hp) both state that the rn did not wear a mask and connected the bags before the hc was turned on. The technical service representative (tsr) explained that if there was any question about the sterility of the supplies, it is best to start over. The tsr recommended that cg or hp guide the rn through the aseptic set up. The cg and hp understood explanations and will start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.